Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a red dot foreign body above the needle wing while using bd insyte-w¿ peripheral venous catheter. The following information was provided by the initial reporter: disposable intravenous indwelling needle in the process of preparing for injection, the operator opened the bag and found a red dot foreign body above the needle wing.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported a red dot foreign body above the needle wing while using bd insyte-w¿ peripheral venous catheter. The following information was provided by the initial reporter: disposable intravenous indwelling needle in the process of preparing for injection, the operator opened the bag and found a red dot foreign body above the needle wing.